Event description:
This patient who underwent implantation on the right with a nucleus freedom device elsewhere ~5 years ago. Patient subsequently was implanted in the left ear with a nucleus freedom device ~3 years ago. Patient's performance with the right-sided device has deteriorated and he has been found to have electrode shunting.